Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter did not display contact force when connected to the tactisys quartz unit and during functional testing the catheter did not meet specifications during a shaft leak and irrigation leak test. Further investigation revealed the shaft leak and irrigation leak tests failed due to an adhesive failure in the tip, and the pi irrigation tubing detaching from the metal irrigation tubing at the irrigation tubing and tip assembly junction, respectively.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.